Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The boston scientific local area sales representative was contacted for additional details in regard to the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient reported feeling lightheaded and device interrogation was requested. There were seventeen non-sustained ventricular tachycardia (nsvt) episodes with two associated electrograms which showed oversensing of non-physiologic noise. The total premature ventricular contraction (pvc) count was also noted to be high. Provocative maneuvers were performed and the noise was reproduced. The decision was made to deactivate defibrillation therapy. Future actions still to be determined. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The boston scientific local area sales representative was contacted for additional details in regard to the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. It was reported that another system check was performed one week later and data review was requested. A boston scientific technical services consultant assessed the current data and also reviewed past remote monitoring data. Noise appeared to date back many months, although, perhaps was not always oversensed as evidenced by a stored pacemaker mediated tachycardia (pmt) event from seven months prior. Adjusting sensitivity would mitigate the observed oversensing as at times the amplitude of the noise is greater than 2.0mv. The local area sales representative stated this patient was in the hospital due to increased heart failure and does not want an invasive procedure performed. The consultant suggested monitoring the frequency of nsvt and to consider turning on nsvt alerts. Additional troubleshooting and obtaining an updated x-ray was recommended. The information was communicated to the physician. No intervention will be performed per the patient's request. No additional adverse patient effects were reported.

Event description:
It was reported that this patient reported feeling lightheaded and device interrogation was requested. There were seventeen non-sustained ventricular tachycardia (nsvt) episodes with two associated electrograms which showed oversensing of non-physiologic noise. The total premature ventricular contraction (pvc) count was also noted to be high. Provocative maneuvers were performed and the noise was reproduced. The decision was made to deactivate defibrillation therapy. Future actions still to be determined. No additional adverse patient effects were reported.